Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that battery went low and dint not received the replace battery alert and the pump went off for a couple of hours and then blood glucose went up to 600 mg/dl mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1884, mmt-332a, mmt-7040b, mmt-397a. Troubleshooting was performed and found that customer received replace battery now alarm. The customer reported receiving replace battery alert/replace battery now alarm after receiving a low battery warning. Alarm occurred less than 8 hours after low battery warning. The customer also reported that case of battery tube side was cracked. The functionality of the pump was affected. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-7040b. No product return is required for mmt-397a.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, active current, sleep current test and displacement accuracy test. A water filled reservoir was used during testing. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Successfully downloaded history files and traces using thump software. All current are within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿ the pump was received with minor scratches on lcd window, scratched case, cracked case (corner of belt clip rails) and battery tube threads cracked. Battery cycle 4.0 received the lowbatteryalert (104) on 07/23/2025 06:55:00 after more than 7 days at 20.2 days. Battery cycle 3.0 received the lowbatteryalert (104) on 07/02/2025 16:24:00 after more than 7 days at 11.48 days. Battery cycle 2.0 received the lowbatteryalert (104) on 06/20/2025 19:14:00 after more than 7 days at 11.53 days. On 07/23/2025 08:22:35.000 normal bolus delivered, normal bolus amount programmed: 35000 (3.5 u). Bolus amount delivered: 35000 (3.5 u). In summary, the pump passed functional testing. Power problem-battery loss not confirmed. Unable to verify customer alleged for high bgs. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.